Event description:
During initial mediansternotomy, the sternal saw cord separated exposing the inner, unsterile cord. There was no harm to the pt. Equipment was removed from service and returned to the co on 6/7/07.